Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. Troubleshooting was done with technical support. The customer was instructed to try different pigtail to narrow the issue. And to swap out the cv-190, to see if the issue continues. Based on the results of the investigation. And since, the device was not returned for evaluation. The definitive root cause of the reported issue could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occured, during an unspecified procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image with 180 scopes and different towers. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide correction in field h6 and additional information added to field d8. In speaking with the olympus technical assistance center (tac), the customer reported that the issue was still occurring and that he had not yet had the chance to swap out the video system center to determine if it was the cause of the problem. He mentioned that he planned to try this and would call back afterward. Tac followed up with the customer, who still had not swapped out the video system center for testing. The customer requested to close the case and indicated that he would contact the service center if he determined that the video system center needed to be repaired.